Event description:
An attempt to place another MFR's stent at the distal target lesion in the excessively tortuous circumflex coronary artery was unsuccessful. During this attempt, the stent was displaced on the balloon and deployed at an unintended site proximal to the target lesion. Then, another MFR's stent was inserted and unable to cross the deployed stent. A medtronic ave gfx2 stent was then inserted into the circumflex coronary artery, which crossed the deployed stent but could not cross the target lesion. Therefore, the undeployed stent was removed from the coronary artery. During removal, the stent dislodged from the stent delivery system balloon at the femoral sheath. It is not known if the physician followed the instructions for removal of an undeployed stent. The stent was successfully snared from the pt, and there was no add'l clinical sequelae reported relative to the event. The device was discarded, and there is no further info available from the user facility.